Event description:
A report was received that the patient developed an infection at the pocket site following the implant procedure. The patient was prescribed antibiotics and will continue being monitored. A culture was not taken and the physician believes the infection is related to the implant procedure. The patient's infection has since cleared.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the patient was explanted due to infection. The patient's symptoms included swelling and pain. The patient was given IV antibiotics and was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-8216-70 (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the pocket site following the implant procedure. The patient was prescribed antibiotics and will continue being monitored. A culture was not taken and the physician believes the infection is related to the implant procedure. The patient's infection has since cleared.